Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. This fault was attributed to adverse storage. On receipt at heartsine the device was unable to be powered on via the on/off button. This was attributed to corrosion within the membrane panel, on the on/off button contact pads. This had resulted in the button failing to make contact with the membrane pcb, therefore the device being unable to be powered on. Information from the device memory logs showed the device had been stored outside of indicated storage conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.